Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to replace the damaged lid and the latch on the front door due to being cracked & compromised. The device passed all the service inspections. Software attributes have been verified and confirmed. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that a lid was cracked on an oer-pro endoscope reprocessor. No patient involvement or injury was reported. No additional information has been obtained.

Manufacturer narrative:
There is more information on the conclusion of the device evaluation conclusion. This supplemental report is being submitted to provide this information. Additional information was received for the event of the broken lid of the device. The lid of the device was closed on the connecting tube causing it to crack. Insufficient training on reprocessing technicians who were changed and/or newly employed due to covid-19 were considered to be a factor causing this issue. The facility has since fully trained the staff.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, lid was likely contacted with the device or a hard object and the crack was caused by the user handling. The following statements are included in the instructions for use which can detect the event: "chapter 3 inspection before use - 3.2 inspecting the lid and lid packing: before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out."